Manufacturer narrative:
(B)(4). Date sent: 10/9/2023. B3: event year only reported: 2023. D4 batch #: x94170. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the electrode delaminated. The device was connected to the generator and it was recognized. However, due to the condition of the device, not all functional tests could be performed. In addition, the device did not latch when the trigger depressed. During analysis, it was determined that the device was connected to more than one generator. Multiple patients uses may compromise the device integrity or create a risk of contamination that, may result in patient injury or illness. If the device is connected to a different generator an alert screen will be displayed indicating to replace the instrument / no instrument uses remaining. The device was disassembled to verify the condition of the internal and it was found that the latch was broken, causing the trigger could not be latched. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This device is packaged and sterilized for single use only. Multiple patients uses may compromise the device integrity or create a risk of contamination that, in turn, may result in patient injury or illness. No conclusion could be reached as to what could have caused this issue. A manufacturing record evaluation was performed for the finished device lot/batch number x94170, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the activation cycle is not getting completed the procedure was delayed 5 minutes while the device was replaced. The procedure was successfully completed. There were no patient consequences.